Event description:
On (B)(6) 2014 it was reported that the cuff was detached from the catheter and the catheter was exposed. The doctor had to remove the cuff and catheter. Then the doctor placed a new catheter for the pt.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.